Manufacturer narrative:
(B)(4). Results: (arterial and venous occlusion) (severely thrombogenic aneurysm). Conclusions: (severely thrombogenic aneurysm).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 4.0 cm abdominal aortic aneurysm approx 1 month ago. The vessel morphology was reported as a very thrombogenic aneurysm. The neck is 22.8cm proximally and 23.9 distally. It was reported that the pt had emboli zed to his foot prior to the implant. The physician spent a considerable amount of time during the implant trying to coil the lumbar and internal mesenteric artery. He stated that the hypogastric arteries might have been injured (ref. MFR. #2953200-2011-00640) from the catheter manipulation, which may, in turn, have "showered" debris into the internal iliacs. The pt experienced severe buttocks claudication and a distended belly. A portion of the colon required removal due to ischemia and a colostomy was created. The pt is doing well but he will likely have a colostomy the rest of his life. No additional clinical sequelae were reported.